Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customers¿ indicated failure mode for missing label with the incident lot was not observed. Additionally, evaluation of the customer samples was performed and missing label was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality nonconformance during manufacturing of the product. Investigation conclusion based on evaluation of the customer samples, the customers¿ indicated failure mode for missing label with the incident lot was not observed as all samples met the required specifications. Additionally, the photos did not identify a specific product issue. Root cause description based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.

Event description:
It was reported that before use, a bd vacutainer® plus plastic sst tube with gold bd hemogard¿ closure was found with¿ the sealed up trays of tubes do not have individual labels on the tubes.¿ there was no report of injury or medical intervention reported.